Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Regulatory agency bfarm, reported, skin rash in the form of a fungal infection, intermittent shortness of breath. And the following non-device related events; heart stumbling, fatigue and sleep problems. This record is for the left side. Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Regulatory agency reported "intermittent shortness of breath, heart stumbling, skin rash in the form of a fungal infection, fatigue, sleep problems". This record is for the left side. Device status unknown

Event description:
Regulatory agency, bfarm, reported skin rash in the form of a fungal infection, intermittent shortness of breath, and the following non-device related events; heart stumbling, fatigue, and sleep problems. This record is for the left side. Device status unknown.

Manufacturer narrative:
With the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of september 2022 through august 2024, no adverse trend was noted, however for all molds complaints only one complaint was involved in the point out (inv# 24840 in august 2023) and no additional actions are deemed required at this time. The issues with molds and infections will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.